Event description:
It is reported that the screwdriver fractured into two parts during use. The surgeon was able to remove the fractured portion from the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.